Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) after their blood glucose levels (bgs) rose to 20 mmol/l (360 mg/dl) and ketone levels reached 0.9 mmol/l (16.2 mmol/l). The patient reported that the pod lost communication during the night after wearing it between 49 and 71 hours. When the patient removed the pod, the site was bleeding. The patient went to the ER and while there a new pod was placed and the patient was kept for observation in case they required intravenous fluids. The patient was released after 8 hours. The pod has been discarded.